Event description:
A customer reported that the touchscreen of her insulin pump was cracked and shattered after she played a sport. The damage rendered the pump¿s touchscreen unresponsive and illegible, which the customer confirmed by lifting the edge of the screen protector. Despite the damage, there was no adverse impact on her blood glucose level. Customer technical support (cts) was contacted, and they confirmed the pump's warranty status and initiated a replacement. The cts also informed the customer of her responsibilities regarding the return of the damaged pump, provided instructions for putting the pump into storage mode, and explained the need to program replacement pump settings and connect it to her continuous glucose monitor (cgm). The customer, who currently lacked backup insulin therapy, was advised to consult her healthcare provider. Cts confirmed the shipping address and sent a replacement pump, while instructing the customer to return the problematic pump using a pre-paid label within ten days to avoid additional charges.